Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1ajr7, product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: neu_stylet_acc, serial# unknown, product type: accessory.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that intraoperative testing of the lead showed all combinations with low impedances, ranging from 31 to 33 ohms on date notified. Another lead was introduced for implant, which initially tested ok with impedance, but when retested also had all combinations as low in the 31-33 range. After a second lead was removed a new testing cable was used on the 3rd lead which tested with ok impedances and was permanently implanted, resolving the issue. It was noted that no surgical intervention occurred or is planned. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep confirmed which of the manufacturers parts were used in the case. It was also reiterated that there were two problems during the implant, one which was a bent lead out of the box and the other was a report of low impedances on all combinations on the second lead. Fortunately, the third lead checked as ok on all combinations. No further complications are anticipated.

Manufacturer narrative:
Analysis of the lead (lot # va1ajr7) found that the lead body's outer insulation was damaged at the depth stop site. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.